Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event. If additional details become available, a supplemental report will be submitted.

Event description:
It was reporter that a balloon rupture occurred. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use in an in-stent restenosis. During the procedure, at first inflation, it was noted that the balloon ruptured at 10atm within approximately 15 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. There were no patient complications reported, and the patient was good post procedure.